Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found with damaged tubing during use. The following has been provided by the initial reporter: melt tubing (probably attached adhesive). [Correction] tubing was sliced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found with damaged tubing during use. The following has been provided by the initial reporter: melt tubing (probably attached adhesive). [Correction] tubing was sliced.